Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels displayed as "high"; specific value was not provided. Elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer was using fiasp insulin. Tandem technical support informed the customer that fiasp insulin is off label per the tandem user guide. Recommendation was made to consult with a healthcare provider regarding diabetes management.